Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
While performing routine servicing, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods on (B)(6) 2021. Alarm history and patient data file review found one new alarm, fault code 2d, indicating secondary motor voltage too high, however, as secondary motor was found in default position, this alarm was likely produced in house during eeprom extraction. Visual inspection of external and internal components found no abnormalities. Freedom driver failed functional testing during investigation for low left atrial pressure (lap) confirming reported issue. Additional testing included replacing the piston cylinder assembly (pca) with a known functional pca for testing purposes. Driver passed all areas of functional testing with replacement pca. Failure investigation for this complaint confirmed the reported issue. The complaint was replicated during functional testing; root cause was determined to be a faulty pca. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Freedom driver did not function as designed. Driver was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
While performing routine servicing, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.